Event description:
(B)(4). Reports under infusion. Reported by charge nurse lindsay, nurse who did infusion was a different facility today. Stated 2 meds given both were run through pump one then the other plugged into a primary flush set. Med was set to infuse 155 ml over 20 minutes; pump line plugged into y site on flush line. When alarmed infusion complete, noted about 1/2 bag remaining. Nurse thought maybe she made an error and reprogrammed and infused the remainder in another 20 minutes. She then ran dtic (chemo drug) infusion 500 ml to infuse over 1 hour. Pump alarmed infusion complete and greater than 1/2 bag remaining. Removed tubing from this pump to a new pump and infused remainder over another 45 minutes without difficulty. This infusion was run through a stopcock at the pt with primary line turned off during infusion. Pt's therapy took over 1 hour extra time for infusions. No tubing form infusion saved. Reference MFR report # 9610825-2013-00356.